Event description:
It was reported by a healthcare provider that a surgeon attempted to explant an intera 3000 hepatic artery infusion pump and replace with another pump. It was reported to intera that it was not a pump issue and that a radiologist had "struck" the catheter causing it to leak. The case was aborted during the revision, so the pump was explanted without replacement. It was reiterated to intera that that there was "not an issue" with either pump.

Manufacturer narrative:
As received in the initial report, no device performance deficiency was alleged. The cause of the complaint appears to be related to procedural error. If further information is received at a later date, a supplemental report will be filed.